Manufacturer narrative:
An evaluation of the suspect device is not possible. The identifying lot number has not been provided nor has the construct been removed from the patient. Upon the receipt of additional information and/or revision surgery, a follow-up report will be submitted. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position.

Event description:
Trestle luxe plate locking mechanism malfunction and the screw has since backed out. The patient was scheduled for revision surgery on (B)(6) 2014 but did not show up for the procedure. X-rays taken during the (B)(6) 2014 post-op visit revealed the trestle luxe screw located at the bottom of the 4-level construct (c7 vertebrae) was no longer properly seated beneath the plates locking mechanism. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2014.